Event description:
The customer reported that the device fails to recognize the battery due to bent battery pca pins.

Manufacturer narrative:
(B)(4). The customer reported that the device fails to recognize the battery due to bent battery pca pins. There was no report of patient involvement. A philips field service engineer went to the customer site and verified the failure. Replacement of the battery pca resolved the failure. The unit passed all testing and remains at the customer site.